Manufacturer narrative:
No product returning for eval. Should new info become available a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels (792 mg/dl), and moderate ketones. Customer had a kinked cannula and her tubing was blocked. She was treated with intravenous insulin and saline while in the hospital.